Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and exp. Date cannot be determined. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.

Event description:
It was reported to boston scientific corp that a unk device was used during a kidney stone removal procedure performed in 2009. According to the complainant, during the procedure the basket broke off of the device and was left in the pt. The pt later went to a different hospital and physician to have it removed. The pt's condition at the conclusion of the procedure was reported to be still in pain.